Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use in the tricuspid valve. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. The clip delivery system (cds) was advanced to the tricuspid valve. The septal anterior leaflets were grasped successfully. During deployment, when trying to release the clip, the grippers would not move; therefore, the clip was not implanted and the cds was removed. Another cds was used successfully. One clip was implanted, reducing the tr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigation and a definitive cause for the gripper actuation issue could not be determined. It should be noted that the mitraclip nt instructions for use states under the indication for use section that the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr >/ 3+). The mitraclip device was used on the tricuspid valve, which is considered an off-label use of the device; however, the off-label use did not likely influence the event. There is no indication of a product quality issue with respect to manufacture, design, or labeling.